Manufacturer narrative:
(B)(4). The customer's reported condition of a wet transducer protector was received, evaluated, and resolved/corrected by a baxter field technician. The complaint was resolved by confirming that there was no contamination at the venous port. The assignable cause was the wet hydrophilic filter on the tubing set. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
(B)(4) technical services (cts) received a telephone call in which a customer reported an issue with one s1000 tina hemodialysis machine. The customer reported that the device has a wet transducer protector. The field service rep was notified to go onsite to repair the device. As such, the device will not be returned to cts for evaluation. The process step and any report of patient injury or medical intervention are unknown.

Manufacturer narrative:
(B)(4). The device will be serviced onsite by a baxter field service engineer. A follow-up report will be submitted upon completion of the evaluation.